Event description:
The customer returned the product for the cracked interior battery door latch compartment, patient-controlled analgesia (pca) dose button being hard to press, and a slightly scratched screen. During physical inspection it was found that the downstream occlusion (dso) seal was delaminated, and the air detector was damaged. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and damaged air detector. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and damaged air detector. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and damaged air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and air detector, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.